Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a superficial wound infection with redness, warmth and swelling over the incision. This report is for an unknown lot and quantity for the proximal femoral nail antirotation this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter: phone - (B)(6). This report is an unknown lot and quantity for the proximal femoral nail antirotation without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.